Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 500 mg/dl. Customer did not wanted to troubleshooting for hyperglycemia. Customer also stated that the insulin pump received an insulin flow blocked alert. Troubleshooting was done for an insulin flow blocked alert. Customer stated the tubing was not bent. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will not be returned for analysis.